Event description:
The customer stated that an axsym digoxin iii result of 10 ng/ml was generated for a patient sample that tested at 2.61 ng/ml at a reference laboratory (olympus digoxin method). The customer reported the result from the reference laboratory. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.